Event description:
It was reported that there was a revision of a poly due to patient stiffness.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding reduced rom involving a triathlon insert was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because no device specific failure modes were identified as the insert was replaced with another insert of the same size, thickness, and type. Further information such as pre- and post-operative x-rays and the revision operative report as well as follow-up notes are needed to complete the investigation.

Event description:
It was reported that there was a revision of a poly due to patient stiffness.